Event description:
It was reported that sensing had gradually decreased since implant. At follow-up sensing returned to normal. The lead was explanted and replaced. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.